Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an, 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the event occurred. The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended to run the device overnight trying to duplicate the error code. Customer acknowledged and will call back if further assistance is needed. Covidien was not authorized to evaluate and service the device.